Event description:
The customer reported that the system displayed a scan disk error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor was replaced. The system was tested and found to be working as intended and put back into service.